Event description:
It was reported that during a pt related event, the electrodes were attached to the pt and the device powered off before a shock could be delivered. The customer reported that another defibrillator was later attached to the pt and successfully delivered therapy to the pt. The delay between the reported failure and the successful delivery of therapy is unk. The pt was not resuscitated.

Manufacturer narrative:
(B)(4): physio-control evaluated the device; however, the reported failure was not duplicated. Proper operation was observed through functional and performance testing and the device was returned to the customer for use. A clinical review of the reported event determined that there is not sufficient info available to conclusively determine the impact of the device use on the pt outcome. The event records from the first and second devices were unavailable.